Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a missassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00290 was sent in error. There was no misassociation, therefore there was no reportable malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.